Event description:
It was reported that the pump battery was depleting quickly, leading to the pump shutting down on multiple occasions. As a result of the shutdowns, customer experienced several episodes of elevated blood glucose (bg) level with the bg level being displayed as "high", although specific values were not provided. Customer addressed bg with either a manual injection or correction bolus via the pump each time. Customer was unable to provide the event dates on which the high bgs occurred. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.